Manufacturer narrative:
A follow up will be submitted when additional information become available. A getinge service technician will investigate the unit in question.

Event description:
It was reported, that the cardiohelp touchscreen was not working during treatment. New information received on (B)(6) 2022, that the cardiohelp was changed and the emergency drive was used. No harm to any person has been reported. (B)(4).

Manufacturer narrative:
It was reported, that the cardiohelp touchscreen was not working. The failure occurred during treatment. The emergency drive was used and the cardiohelp was exchanged. A getinge service technician (fst) was sent for investigation and repair on 2022-01-22. The cardiohelp user interface hardware update set and the hmi board was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All tests passed. The failure "touch panel is not responding/not working" has been previously acknowledged and actions have been implemented to avoid the reoccurrence of the issue. The touch panel foil (material# (B)(4)) which was used formerly showed an increased rate of connection problems. As a solution for that a new touch panel was implemented and is built in cardiohelp units since september, 2019. In regards to the replacement of this part a service bulletin (issue 82 / 2019-09-25) was provided to the sales and service units. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. Based on the results the reported failure "touchscreen was not working" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).